Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a cardiac surgery that was unrelated to the pacemaker system. After the procedure, it was noted that the rate of pacing was faster than expected. The device was examined and found that the atrial lead failed to sense p waves. The sensing threshold gradually decreased until no atrial sensing was possible. The impedance and capture of the atrial lead were normal. The physician suspected that the atrium may be damaged during the procedure causing issues with sensing. The device was then reprogrammed to vvi to pace and sense with the right ventricular lead. It was noted that the patient's blood pressure would decrease when some ventricular pacing occurred. The condition was determined to be related to patient condition rather than malfunction of the pacemaker system. The patient was reported to be in stable condition and the physician would continue to monitor the patient.